Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years later, computed tomography of abdomen pelvis without contrast showed an inferior vena cava filter in place. After nine months, the patient experienced abdominal pain and magnetic resonance imaging showed an inferior vena cava filter. After seven months, magnetic resonance imaging of abdomen without and with contrast was performed. An infra renal inferior vena cava filter was found and tilted. On review of prior computed tomography, this filter was tilted with inferior vena cava penetration external into the pericaval fat. Removal or replacement of the filter was recommended. After six months, computed tomography of abdomen pelvis without contrast was performed to evaluate inferior vena cava filter. There was an inferior vena cava filter below the level of the renal veins. Some of the struts extended outside the confines of the inferior vena cava. After one year and eleven months, the medical history showed that the patient had an inferior vena cava filter that did not work. After seven months, the patient was noted to experience abdominal pain. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 05/2010.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.